Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged under delivery anomaly, high blood glucose and cosmetic damage located a crack on the back of the insulin pump found on (B)(6) 2022. Insulin pump passed the displacement test, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No under delivery anomalies noted during testing. Unit successfully downloaded to thump, however unable to upload carelink. Confirmed 28.5 units of normal bolus were delivered on (B)(6) 2022 between 01:38:53.000 and 09:04:37.000. Unable to confirm high blood glucose. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage¿on electrical board 2. The following were noted during visual inspection: pillowing keypad overlay, missing display window/cover, battery tube threads - cracked, cracked case-corner of belt clip rails and corroded battery tube. In summary, customer allegation for under delivery was not confirmed. Unable to confirm high blood glucose, however cosmetic damage was confirmed, cracked case-corner of belt clip rails was noted. Unable to upload to carelink due to moisture damage on electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the customer was experienced a hyperglycemia. Customer blood glucose level was 167 mg/dl. Customer was used insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of event. No harm was required during medical intervention. The insulin pump has been returned for analysis.